Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Patient and healthcare professional reported a right side rupture. The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a right side rupture. The device was explanted.